Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving fentanyl and bupivacaine via an implanted pump. Indication for use was noted as spinal pain. It was reported that a motor stall was seen at initial interrogation. The patient had recently had an MRI. The manufacturer representative was notified on (B)(4) 2016 about a patient having a refill and when the pump was interrogated the status showed motor stall. The motor stall occurred on (B)(6) 2016 at 09:52 and the patient had an MRI at the same time. The motor stall recovery occurred when the pump was interrogated on the day of report. The patient had increased pain over the course of the past one week. The change in symptoms was gradual ((B)(6) 2016). Interrogation resulted in recovery. The physician reported that the pump performed as expected during MRI, the nurse did not realize that motor stall during MRI was expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.